Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator inappropriately shocked the patient. It was noted that oversensing due to a bigeminal episode may have caused the shock. Therapy was turned off. Patient was stable.